Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A revision surgery was performed in which a new cuff was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient was not "completely dry" following initial placement. There was no device malfunction associated with the explanted cuff. The explanted device was one year old. The patient did not experience any adverse events.